Manufacturer narrative:
Investigation summary: catalog # 445870, s/n (B)(6) : the customer reported visible growth in tube without being flagged by the instrument as a positive tube (false negative). This was reported to be a qc control tube. Through remote assistance it was determined that the instrument was not showing any errors or alerts. A case was opened under reagents and a sample request was made under that case (B)(4)/pr (B)(4). It was stated that the follow ups would be done under the reagent's case. The root cause for this complaint, pr (B)(4), could not be determined. This complaint is not being confirmed as no instrument malfunction was identified. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts from the instrument were expected to be returned for this complaint and thus, a returned sample analysis is not required (note: reagent complaint samples were requested to be returned). Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd bactec mgit 960 instrument there were an unspecified number of false negative results. No growth was detected by the instrument, but visible growth was seen on the tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec mgit 960 instrument there were an unspecified number of false negative results. No growth was detected by the instrument, but visible growth was seen on the tubes. No adverse impact was reported regarding the patient or user.